Event description:
Surgeon removed all components due to infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Surgeon removed all components due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-56f, trident psl ha cluster 56mm, lot code: mljp27; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mll11p; cat. No.: 6260-9-136, v40 cocr lfit head 36mm/0, lot code: mljh13; cat. No.: 6261-0-007, meridian pa hip stem #3/13mm, lot code: 392039. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient wanted retrieved components.